Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call multiple issues. Customer's blood glucose was as high as 500 mg/dl. Customer's mother stated the insulin pump alarms no delivery during basal. Troubleshooting for the no delivery alarm was performed. Customer advised a complete set change resolved the issue. Customer advised they would like to return the set and reservoir for analysis. Customer advised the alarm did not occur during manual prime after troubleshooting was completed. Customer's mother was advised that replacement infusion sets and reservoirs will be sent out.